Event description:
Nursing assistant placed valve without deflating cuff. The pt was transported to radiology for a swallow study. Study initiated, but pt didn't tolerate it well. Upon returned to ward, found not to be breathing. Valve removed. Pt suctioned. Co not resuscitate order followed. Pt expired.